Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery extending up to middle lad artery with 100% stenosis and was 96mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75mm x 38mm overlapped on to 3.50mm x 38mm and 4.00mm x 20mm synergy study stents. Following post-dilatation, the residual stenosis was 0%. Seven days later, the subject was discharged on aspirin and ticagrelor. On an unknown date of (B)(6) 2020, the subject died. The primary cause of death was unexplained. No action was taken to treat the event and it is unknown if an autopsy was performed. The complete onset and death date of the event was unknown. The site confirmed the event was not related to covid-19. The patient had three vessel lesions and occluded lad and was treated with interventional therapy. Repeated angiography showed the stent adhered well and the blood flow was timi3. The patient died at home, and there was no evidence of the cause of death, and the time of death was close to the time of surgery.

Manufacturer narrative:
Date of death: date of death has been captured conservatively as (B)(6) 2020. Date of event: used (B)(6) 2020 as the event date was unknown. Initial reporter city: puning city, guangdong province.